Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an alert for low impedance. It was noted that the rv lead impedance subsequently returned to within normal range. The rv lead remains in use. No patient complications have been reported as a result of this event.